Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose se device after a carotid/cerebral angiogram without issue. Reportedly, later that evening the patient developed a rash and is not sure the cause of the rash. One day post procedure the patient reported that her face was swollen. The rash and swelling have subsided; however, the patient reported that she is itchy whenever she eats anything. The patient is trying to figure out if the allergic reaction is due to the dye or the starclose se device. The physician recommended steroid treatment; however, the patient declined as she has adverse reactions to steroids. No treatment has been performed. The name of the physician was provided; however, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.